Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device never really worked since implant, if it did it worked a little, but not it's not doing anything now, even when caller turns stimulation up. The battery is at 20%(left implant) and needing replacement. They redirected caller to discuss with hcp. Patient is shaking like a leaf per caller. The patient was redirected to their healthcare provider to further address the issue.